Manufacturer narrative:
To date the incident sample has not been rec'd for eval. If the sample is returned or if relevant info is obtained, a follow-up report will be submitted.

Event description:
The report stated that two days after a laparoscopic colectomy was performed as part of a protocol, a re-operation was necessary. This was due to a leak of biliary content at the joint of the cystic duct and the hepatic duct.